Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the upper and lower cases were damaged. Analysis also found one line missing in the lower display and the battery contacts were contaminated.

Event description:
It was reported there was damage to the housing. The external pulse generator was returned to the manufacturer for preventive maintenance and calibration, analyzed and tested out of specification. There was no patient involvement.